Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's husband reported via phone call that his wife was hospitalized due to high blood glucose on (B)(6) 2020 with blood glucose of 600 mg/dl. The customer was treated with insulin pen and insulin drip. Troubleshooting was done for high blood glucose and under delivery. Based on customer report customer did not allege insulin pump was under delivering. The insulin pump will not be returned for analysis.